Manufacturer narrative:
This submission is for correction of missing follow up report. This is follow-up #1. No other new complaint information has been added.

Event description:
High pressure alarm and high etco2 alarm went off continuosly that appears to be for a couple hours on end per the event log. The vent was alarming and family went into the room to assess the situation and him lifeless in the bed. Ems was called but he was pronounced dead on arrival. Coroner found that the patient died of natural causes.